Event description:
At the end of the procedure, implanting two gore tag thoracic endoprosthesis devices, a proximal type 1 endoleak persisted. The patient refused conversion to an open repair of the aneurysm to resolve the endoleak. Approximately two weeks later, the aneurysm sac, fed by the endoleak, ruptured and the patient expired. The devices were removed.